Manufacturer narrative:
The employee was pouring cavicide into containers and soaking microfiber cloths in the solution before using the product as a disinfectant. The employee had to use their inhaler several times in order to resolve the asthmatic attacks. No additional medical attention was required. The age of the employee was not provided.

Event description:
A healthcare facility reported that an employee experienced asthmatic attacks following use of cavicide.